Event description:
Caller alleged imprecision with the inratio meter. Test results as follows: dates: (B)(6) 2012, 1st inratio: 3.1; (B)(6) 2012, 2.2; (B)(6) 2012, 1.7; (B)(6) 2012, 0.8, 2nd inratio: 2.2; (B)(6) 2012, 1.5; (B)(6) 2012, 4.2. Patient changed the batteries and retested and got 2.2. Patient's therapeutic range is: 2-3. Customer's operational technique: customer sometimes uses more than one drop of blood if the first drop does not register. Customer milks the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Customer sometimes uses >1 drop of blood if first drop does not register. Customer also milks finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Only one drop should be used. These technique issues may contribute to unexpected inr results or errors. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 0.8, 2nd inr: 2.2, mean: 1.50, sd: 0.99, %cv: 66.00. Since % cv is more than 20%, the precision test failed criteria for precision. Further investigation is needed. Inr results from other dates were excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 272729. Test results as follows: donor: 201, inratio results: (2.3, 2.2., 2.4), reference: 2.45, bias threshold: (1.45 - 3.45), %cv: 4.35; 215, (2.7, 2.7, 2.6), 2.46, (1.46 - 3.46), 2.17. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Several of the data points provided exceeded three (3) hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). No corrective action required at this time, as no product deficiency was established.